Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a heart transplant procedure, the surgeon received a shock. Device detections were reported to have been suspended prior to the case. The device was removed. Additional information was requested but could not be obtained. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.